Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect. During the x-ray it was observed that the lead fractured. Subsequently, the lead was replaced and the patient is doing well.